Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 125 units of insulin during the load sequence. There was no adverse impact to blood glucose. Customer declined further troubleshooting with tandem technical support to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.